Manufacturer narrative:
(B)(4). Per DHR the product auto endo5 ml lot # 73k1600497 was manufactured on 10/18/2016 a total of 288 pieces. Lot was released on 10/19/2016. DHR investigation did not show issues related to complaint. The customer returned one unit ae05ml autoend05 ml for investigation. The returned sample was visually examined with and without mag nification. Visual examination of the returned device revealed that the sample was returned with its trigger partially engaged and the jaws partially closed as a result. The rotation tab is bent. The sample appears used as there is biological material present on the device. No other defects or anomalies were observed. Functional inspection was performed on the returned sample by attempting to engage the trigger using hand pressure. Upon engagement of the trigger, an audible ratchet sound could be heard indicating that the internal ratchet ears are intact. No clip was fired on the first attempt. Another attempt was made and, this time, a clip was fired but it was unable to properly load into the jaws of the device. No more clips fired. The device was disassembled to inspect the internal components. Upon disassembly, it was found that the next clip in the channel was other remarks: broken. This appeared to prevent the clip from firing from the device. It was also found that the pusher head was slightly bent. The broken clip could also have contributed to the damage found to the rotation tab and pusher head. The sample was received with 9 clips remaining in the channel indicating that 6 clips were fired by the end user. The clip was broken as a result of an assembly error. Nc 60039767 has already been opened as a result of this issue. Corrective actions have been put in place to help prevent assembly errors from recurring. The IFU for this product, l06072, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." Non-conformance has already been intitiated to further investigate this complaint issue. Corrective actions have been put in place to help prevent the assembly error from recurring. The reported complaint of "clips not loading properly" was confirmed based upon the sample received. One device was received. The device was received with a broken clip in the channel that was caused by an assembly error. Only one clip was able to fire since the broken clip prevented any other clips from firing. The root cause of this complaint issue is manufacturing related (assembly error). Non-conformance was previously opened to investigate this complaint issue and corrective actions have been implemented to help prevent assembly errors from recurring.

Event description:
The clips did not load properly. There was no patient injury.

Manufacturer narrative:
Qn#(B)(4). The device has not been returned for investigation at this time. Teleflex will continue to monitor and trend related events.

Event description:
The clips did not load properly. There was no patient injury.